Event description:
It was reported that during a gastric sleeve procedure, the device was fired two times. On the third firing, the device jammed. The knife release and the closing handle were pressed, but the device wouldn't release. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Closure link and yoke interface. Eval summary: the device was received for analysis will no visual non-conformances and with no reload present. The device was tested for functionality with a test reload. The jaws of the instrument were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The instrument was fired by squeezing the firing trigger achieving 3 complete strokes without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. A batch record review was performed and no anomalies were found during the mfg process.